Event description:
Following veni-puncture the nurse removed the needle/ barrel assembly from the catheter and when they pushed the white button the needle did not retract into the barrel, resulting in a needle stick injury.